Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
On (B)(6) 2018, the reporter contacted animas, alleging a power (damage) issue. It was alleged that the battery cap was unable to be tightened, the battery compartment was cracked, the battery cap threads were stripped, and there was no power. There was no indication that the product caused or contributed to an adverse event. This issue is being reported because the user may be unaware that the pump has lost power, leading to under delivery.

Manufacturer narrative:
Follow-up #1: date of submission: 08-mar-2018. Device evaluation: the device has been returned and evaluated by product analysis on 23-feb-2018 with the following findings: during investigation, the battery compartment was found to be cracked. The returned battery cap threads were stripped and the returned battery cap was unable to fit to maintain electrical connection. The reported "power" complaint was duplicated. A test batter cap was able to fit and was used during investigation. The ez-prime steps were performed correctly with no further power interruptions. The pump's cover was removed and there was no intermittent condition found to the power printed circuit board. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.